Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The patient's mother reported her daughter had an allergic reaction to the sensor wire and developed an abscess at the insertion site. This has occurred 2-3 times since starting use of the dexcom system in (B)(6) 2019. The patient is very sensitive, so they have varied insertion sites, and she has developed bumps and abscesses at insertion sites in her arms and buttocks. The patient was seen by a physician who prescribed "buledin" but instead used basmesin ointment. The physician drained the boil which was deep. The mother uses cavilon spray barrier protection under the patch. The patient will be evaluated by the physician to evaluate the wound healing and to determine if the patient will be able to continue use of the product. The event occurred the day the sensor had been inserted. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.